Event description:
It was reported that a patient with a 29mm 11500a aortic valve, implanted in the aortic position, underwent a valve-in-valve procedure after an implant duration of 3 years, 8 months due to calcification and severe aortic stenosis. The patient presented with exertional dyspnea, light headedness, and fatigue. The tavr was performed 29mm 9750tfx transcatheter valve. The patient was stable post procedure. Per medical records, the patient did great for about 2 years post avr but has recently developed exertional dyspnea, light headedness, and fatigue. Cardiac workup showed calcification and stenosis of the bioprosthetic valve with a relatively preserved ejection fraction. The patient underwent a valve-in-valve procedure due to sever aortic stenosis. A 29mm 9750tfx transcatheter valve was used. The patient tolerated the procedure well with no immediate intraoperative complications. He was returned to the cardiac intensive care unit in serious, but stable condition.

Manufacturer narrative:
Surgical/percutaneous intervention is indicated or performed, or harm occurred due to the device, or there is a device malfunction that could cause or contribute to a serious injury. This event is considered a serious injury. The device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. The most likely cause is patient factors, including hyperlipidemia, chronic kidney disease and diabetes mellitus. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event.